Manufacturer narrative:
The reported issue states: doesn't power on and gets warm after the batteries are installed for a little while. It returned from repair 5/18/2021 and was put back into service (B)(6) 2021 (as found the batteries were installed correctly and warm to the touch). It is unknown if there was patient involvement. There was no report of patient harm. The complaint device was returned for evaluation. Technical evaluation identified extensive fluid intrusion and damage to all internal components. Additionally, all pcb's had slight corrosion from fluid intrusion. There was no power running through the ECG pcb nor the power pcb. The device will need to be exchanged in order to repair. The customer complaint was confirmed; however, the damages found were not related to a previous service or repair. The root cause was determined to be fluid intrusion damages resulting in the failure of internal parts and components. The device will be exchanged. No additional information is available.

Event description:
The reported issue states: doesn't power on and gets warm after the batteries are installed for a little while. It returned from repair 5/18/2021 and was put back into service (B)(6) 2021 (as found the batteries were installed correctly and warm to the touch). It is unknown if there was patient involvement. There was no report of patient harm.